Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch verioiq meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient declined to answer additional questions during a follow-up call. The patient reported that the alleged power issue began approximately 2 months prior to contacting lfs. The patient claimed that the subject meter powered off after he obtained a ¿high reading¿ and was not able to test again. The patient did not recall the ¿high reading¿ obtained with the subject meter. The patient manages his diabetes with humulin n and humalog insulin. The patient informed the csr that he adjusts the humalog insulin dose based on the meter reading. On an unspecified date/time the patient claimed he took an increased dose of his diabetes medication. The patient mentioned that he developed symptoms of feeling ¿fatigue, dizzy, vomiting, thirst and frequent urination¿; however, was unable and/or unwilling to confirm if the symptoms developed prior to or after the subject meter powered off during use. In addition, the patient reported that he was treated with insulin by an hcp during a hospital visit to the ER. The patient did not recall the date of ER visit. It is not known how much time elapsed between when the alleged power issue began and when he received treatment for a high blood glucose excursion. At the time of troubleshooting, the csr noted that the subject meter powered on when a test strip was inserted and also powered on manually when a button was pressed, as expected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for a serious injury by an hcp and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/21/2013 and 8/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.